Event description:
Caller reported a minimum fill notification while attempting to load a new cartridge, filling it with 200 units of insulin. There was no adverse impact to the customer's blood glucose level. The customer followed guidance to remove the pump from its case, clean it, and properly load a new cartridge but declined to load a second one due to being on vacation.